Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transfemoral tavr procedure, a 6fr diagnostic catheter was loaded over a 0.035 floppy wire and inserted into a 16fr esheath in the right femoral artery. Minimal bleeding, approximately 20 to 30ml from the hemostatic valves in the esheath hub was observed. The catheter was pulled back, leaving the wire in place, and the bleeding stopped. The catheter was completely removed, flushed and re-introduced over wire into the sheath with the same results. The esheath was removed and replaced with a new 16fr esheath. The wire and diagnostic catheter were introduced into the new esheath and there was no bleeding from the hemostatic valves.

Manufacturer narrative:
The sheath was returned to edwards for evaluation. Visual inspection of sheath upon return did not reveal any damages on the sheath shaft, sheath hub, or proximal seal. The returned sheath was flushed with fluid prior to the decontamination process. A slight leak was observed from the proximal end of the sheath housing on the returned device. The returned device was visually inspected after decontamination with no manufacturing abnormalities observed on the sheath shaft and sheath hub exterior. The sheath was flushed again through the flush port. A small leak was observed at the proximal of the sheath housing. Hemostasis testing was performed without devices/guidewire inserted, with a 0.035¿ guidewire inserted, and with a 5f pigtail catheter inserted. The leak rates for all three configurations meet the specification. The sheath housing was disassembled for further visual inspection of the valve seals. A longer tear and three smaller tears were observed on the disc seal valve, propagating from the inner diameter. Dimensional measurements of the disc seal valve were within the specification. The complaint was confirmed for sheath housing leakage, as the device was observed to leak during initial device evaluation and hemostasis testing. Although the leakage was observed, the returned device met leak rate specifications. Disassembly of the device revealed a tear on the disc seal valve, which allowed the sheath to leak from the proximal valve seals during hemostasis testing with a 5f pigtail catheter. Leakage observed during initial device flushing with no devices/guidewire inserted was likely due to the expanded condition of the valve seals that did not recoil after the sheath was returned with the dilator fully inserted for an extended period of time. Functional testing supports this hypothesis as no leakage was observed when only a guidewire was inserted and when no devices/guidewire were inserted. No manufacturing non-conformance is suspected related to this flushing issue. The failure mode of a torn disc seal has been identified in product verification testing. Investigation and corrective actions for disc seal valve tears are being documented in a CAPA and risk assessment for this failure mode is documented in a pra. The investigation phase of the CAPA is still in process. The complaint for sheath housing leakage was confirmed. A manufacturing defect was confirmed on the returned sample. Further details are documented in the CAPA.